Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain and spinal pain. It was reported that the patient used to get like three to four days on a charge and now was only getting a day and a half on it. It was noted that there was a period of time where the patient was not using it because his back was not bothering him that much. Then all of sudden, about a month and a half or two months prior to (B)(6) 2017, his back started bothering him again so he started using it again. It was unknown if the patient had any previous overdischarge events. He did not recharge regularly during the time his back was not bothering him and may have let the ins go empty. It was noted that the patient had not recently been reprogrammed or switched to a new group and the patient also had not recently needed to increase parameters. There were no trauma/falls reported that could have been related to this issue. The patient also did not have any recent unrelated medical procedures. The patient was redirected to follow-up with a healthcare professional (hcp) to resolve the symptoms and it was noted that the patient would schedule an appointment with the hcp. It was noted that the patient had an appointment but missed it because he was sick. The back bothering the patient again began in 2017. The patient only getting a day and a half on a charge began in 2017, about a month prior to (B)(6) 2017.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.